Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and absorbable hemostat was used. Post-op the patient experienced pelvic collections and abscesses and had to be brought back for revisions. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What is the name of the procedure? Please elaborate on what could be the cause of the pelvic collections and abscesses. What is the medical history of the patient? What was the indication for the surgery? What type of bleeding was surgiflo applied to? How much surgiflo was used? Was surgiflo removed after hemostasis? What is the surgeon¿s opinion on the causal relationship between the event and surgiflo. Has any surgical or medical intervention been performed? What is the patient outcome? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.